Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was about 180 mg/dl, compared with the sensor glucose reading of 55 mg/dl. The threshold suspend limit was set to 60 mg/dl. The customer stated that the insulin pump would stop insulin delivery, indicating that he had low blood glucose, but his blood glucose readings would be in the 200 mg/dl range. He also reported that the insulin pump alarmed bad sensor alert, and he changed the sensor thereafter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.